Event description:
A home pt contacted baxter's technical service center in 9/2002 regarding a "check heater and hoses" message they received on the display of the home pt's homechoice machine during setup. During this conversation, the home pt alleged that they had two incidents of peritonitis following a system error 2240 alarm in the past. Follow up with the pt's rn revealed the pt was diagnosed with peritonitis in 2002 and the peritonitis was being attributed to a nose contamination. Rn reports pt did not report a system error 2240 alarm to their prior to this incident. A query of the pt's call history to baxter's technical service center revealed no report of a system error 2240 alarm just prior to the diagnosis of peritonitis. The home pt's rn stated that the home pt was admitted to the hosp in 2002 with symptoms of peritonitis and was started on hemodialysis. The home pt's catheter was pulled 1 week later and replaced 17 days later, per the home pt's rn. The rn reported that the home pt was not on peritoneal dialysis at the time of their call, in 9/2002. No further details regarding the pt's hospitalization and/or treatment will be made available, per the rn.